Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for low blood glucose levels of 22mg/dl. Prior to the hospitalization, the customer stated he was pulled over by the police due to his driving. The police then called the paramedics. The customer also stated that he was found unconscious in his jacuzzi the next day and his wife called the paramedics. The blood glucose level was too low to register on the paramedics' glucometer. In addition, the customer stated that the insulin pump had been exposed to several MRI scans. The displacement test was performed and the insulin pump passed the test.